Event description:
It was reported that during a gastric bypass procedure, the surgeon reported that during a surgery the active blade was broken. The blade tip didn't fall into the patient. No further consequences for the patient. No more information received. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.